Event description:
It was reported that the patient was in an atrial arrhythmia. Strips from the implantable pulse generator (ipg) device showed pacing well below the programmed lower rate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).